Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The event is reported as: the device was connected to the circuit and ventilator in the hospital with a pt where it was found that the pt could not breathe due to some "obstruction" in the airway system. All components of any the airway system was inspected and found to be intact. As soon as they removed the filter the air in the airway was flowing freely again. No report of pt injury.